Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during pre-use the cs100 intra-aortic balloon pump (iabp) automatic inflation failed, counter pulsation pressure activation was ineffective, and it could not be used. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11. Corrected field : e1 ( event site name ,event site address). A getinge field service engineer (fse) inspected the unit and confirmed that the system could not power on and was non-functional. The fse identified a faulty motor control board. The defective board was replaced. Following the repair, the unit passed all factory specified performance and safety tests. The unit was returned to the customer and is now ready for clinical use.